Event description:
An attempt was made to administer device defibrillator therapy to the patient. The defibrillator charged, but reportedly would not transfer energy to the patient when the standard paddles discharge switches were pressed. Another rescue squad arrived on scene and used their device to administer defibrillator therapy to the patient. The patient was admitted to the hospital with pulse and pressure.